Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08045. It was reported that the patient presented in the emergency department due to an unrelated issue. Upon interrogation, the right atrial lead exhibited varying impedance and loss of sensing. A chest x-ray revealed that the lead had dislodged. It was also noted that the right ventricular lead exhibited t-wave oversensing. It was determined that the t-wave oversensing was due to the right ventricular lead interacting with the dislodged atrial lead. Programming changes were made and the atrial lead was programmed off. The patient was stable.